Event description:
It is reported that the patient experienced occlusion issue on (B)(6) 2026. The blockage was on the site. The patient noticed the symptoms within three hours after insertion. The site of insertion was abdomen. The patient resolved the issue by changing the infusion set and resumed insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.